Event description:
Pt underwent an exploratory laparotomy. The surgeon fired the gia bowel stapler. A cut was made in the bowel by the stapler and no staples were fired into the tissues. The bowel contents spilled into the abdominal cavity. It is believed that autosuture rep may have taken device after inspecting it.